Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products : d274drg ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that during a routine device replacement procedure, the physician noted the right ventricular lead insulation appeared torn. A repair kit was used to fix the insulation and when the lead was tested through the analyzer, its function was normal. The lead remains in use. No patient complications have been reported as a result of this event.